Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the device was returned with a microcatheter. The stent was received in a deployed condition, which is aligned with the event description. The stent delivery wire (sdw) and the introducer sheath were returned. All 3 marker bands were present on both ends of the stent. The stent was broken/fractured as well as deformed. The sdw was kinked/bent at the proximal end. The sdw tip length was found to be in spec for a 15mm device. It was confirmed that the returned sdw was linked to the second atlas stent used as per the event description. There was no allegation against this sdw, and it was kinked during packing. The introducer sheath was noted to be intact. Functional inspection was unable to perform as the stent was returned in a deployed state. The reported events are covered in the device directions for use (dfu). As well, the risk of the reported events are documented in the risk documentation and there are current controls to mitigate the risk of the as reported events. The as reported 'unexpected movement of device' and 'stent deployed prematurely during preparation' could not be replicated. However, the analysis results are consistent with the reported event. The as reported 'stent deformed' was confirmed visually. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that 'stent was transported to the lesion site. During the process of deploying the stent, the microcatheter and stent system slipped to the proximal end of the lesion due to tension issues and could not be advanced further. Immediately, the physician withdrew the stent system, and the stent became deployed outside the body, having been damaged'. Note: the atlas device was being used in a stenosis case. Per the neuroform atlas dfu, 'the neuroform atlas stent system is indicated for use with bare metal embolic coils for the treatment of wide-neck intracranial, saccular aneurysms'. The stent was returned for analysis in a deployed condition. The stent was broken/fractured into 2 pieces and was also kinked/bent. The sdw tip length was measured during analysis and noted to be matching the specification of a 15mm stent. This was confirmed by the chinese sales and marketing team. Although this sdw was damaged, there is no allegation against it. The damage occurred during packing of the wire. The introducer sheath was noted to be intact. All of the good faith attempt gfe follow-up responses indicate that the introducer sheath was correctly positioned, and that the dfu instructions were followed during stent transfer. On this occasion it appears that the stent could be advanced to the microcatheter distal tip before an issue was noted. This ability to advance the stent without issue to the distal end of the microcatheter is not typically associated with stent transfer difficulty. It is more likely that, due to some unknown procedural and/or anatomical factors, the user experienced resistance while advancing the device and, due to this resistance, the stent and microcatheter slipped out of position. Furthermore, when attempting to retract the stent, it is likely that the significant damage (fracture) somehow occurred. It is not clear at what point in the procedure that the stent became broken/fractured. Hence, this is being captured as 'stent broken/fractured during use' which is a worst-case situation. The as reported unexpected movement of device, stent deployed prematurely during preparation and stent deformed as well as the as analyzed stent broken/fractured during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, but performance was limited due to unknown procedural factors during use.

Event description:
The subject stent was returned for analysis and the device investigation revealed that the subject stent was broken during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.